Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported cloudy image during reprocessing involving an olympus laparoscope, gynecologic. There was no report of patient involvement.